Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Customer's blood glucose level was 370 mg/dl. Reportedly, customer was able to successfully load the existing cartridge with the existing syringe and resume insulin therapy.